Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Summary device evaluation: the investigation of the returned coil system found the implant severely stretched at the proximal end, deformed/damaged at the distal end, and separated from the pusher. The pusher was not returned for evaluation. The reported complaint states that the implant was cut in the middle; however, the implant was not returned severed. Due to the implant being separated from the pusher, this evaluation could not perform any functional tests to determine the root cause of the alleged coil advancement issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization case, the physician was making a frame with the coil when resistance felt and the coil was not able to advance inside the introducer sheath. The coil was removed and attempted to be re-advanced; however, resistance felt again in the introducer sheath. Upon removal of the coil, it was found to be cut in the middle. The coil was not used and another coil of the same size was used to complete the case. There was no reported impact or harm to the patient. The microcatheter used worked properly with other coils.